Event description:
It was reported that the target lesion was located in the right coronary artery (rca) with mild calcification and mild tortuosity. Pre-dilatation was performed at 6 atmospheres (atm) with a 4.0 mm unspecified balloon. The xience prime stent was deployed at 16 atm and post-dilatation was performed at 16 atm. After deployment of the xience prime stent, when the stent delivery system (sds) balloon was deflated, the balloon refold was poor, bunching up like a ball. The sds balloon was completely deflated. During retraction through the 5 french guiding catheter, resistance was encountered and retraction was difficult and noisy. The sds was able to be withdrawn. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.